Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address loosening of the tibial component at bone to cement interface. Patient already had a tc3 revision with sleeves and the tibial stem was under sized. Tibial tray in varus. Removed femur, adaptor, tibial tray, stem, sleeve and ps poly. Converted to a hinge femur with new revision tray. Right knee.